Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained static at 105 units. Customer reported a blood glucose (bg) level of 135 and delivered a bolus to address bg level. Customer indicated they were due to change cartridge and therefore declined troubleshooting with tandem technical support.